Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-02408. It was reported oversensing of noise was noted on the right ventricular and right atrial leads via follow-up remote. Both leads were capped and replaced on (B)(6) 2019. The patient was stable post-procedure.